Manufacturer narrative:
Product event #(B)(4). Evaluation process: *performed visual inspection on unit per (B)(4). -unit is in good condition. *performed baseline functional testing per (B)(4). -complaint confirmed; with nothing connected to the unit (handpiece, patient return pad, or footswitch), the green solid bar indicating connection of single-foil patient return is displayed. Connection of handpiece was not recognized. When unit was opened, the harness for the ¿handpiece detection switch¿ was found to be disconnected from the rf amp pcba. When reconnected to j15, handpieces could once again be recognized. Ability of unit to deliver correct levels of rf energy in all modes was confirmed. Note, however, that the unit always registered connection of a single-foil patient return. Root cause: the rf amp pcba has failed such that a single-foil patient return receptacle is always registered as connected. Replacing the rf amp pcba will address this issue. The unit would not recognize handpiece recognition due to the disconnection of the cable for the ¿handpiece detection switch.¿ there is a locking mechanism on this cable harness, so it¿s unclear how it was disconnected. (B)(4).

Event description:
Prior to the start of a procedure (during set up of generator, after hand piece had been plugged in but before grounding pad had been plugged in) the generator showed the green single foil electrode indicator on the screen. No grounding pad had yet been plugged in when the generator light indicated a return pad had been connected. The generator was restarted multiple times but the indicator stayed the same every time. No patient involvement or impact.

Event description:
Prior to the start of a procedure (during set up of generator, after hand piece had been plugged in but before grounding pad had been plugged in) the generator showed the green single foil electrode indicator on the screen. No grounding pad had yet been plugged in when the generator light indicated a return pad had been connected. The generator was restarted multiple times but the indicator stayed the same every time. No patient involvement or impact.

Manufacturer narrative:
(B)(4). Method and conclusion: product received by manufacturer and pending inspection. Eval code results: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.